Event description:
(B)(4). I started having problems 2 years after I had the essure done. I am now experiencing irregular bleeding, extreme pelvic pain that keeps me in bed, headaches, fatigue and lots more. I am now being considered for surgery to get these things removed.